Manufacturer narrative:
(B)(4). Customer stated that device will not be returned at this time pending log review results and biomed's own investigation findings. The event logs and data set have been received for investigation. A follow up report will be submitted once investigation has been completed. Logs received and log review pending.

Event description:
Customer requested a log review to confirm pca programming error related to an overinfusion of dilaudid. Infusion was started around 10:30 am (B)(6) 2011, in the pacu using standard 1:1 concentration. Was found some time later at concentration 0.2 mg/ml. Intended parameters were: no loading dose; pca dose 0.2 mg; delay 10 minutes; no basal rate; 1 hour maximum 1 mg; pca bolus dose 1 mg every 4 hours prn pain. Per customer's review, pt twice received 4 mg during a 2 hour period, which was above the hourly max. In addition to the concentration discrepancy, the night nurse reported that during the night the pca lost its charge and the screen went black twice and had to be restarted. Biomed is testing the pca module. There was no pt harm and no medical intervention was required.